Event description:
The technician alleged the bed had no audible bed exit alarms. No pt impact.

Manufacturer narrative:
The technician found the wires on the cable were pinched. The cable was replaced by the technician to resolve the issue.